Event description:
It was reported that the preloaded intraocular lens (iol) had been found to have a crack at the time of implantation. It was set with balanced salt solution. The plunger was slightly turned before it was handed over to the surgeon who inserted the iol into the patient's operative eye as soon as receiving the plunger. The surgeon felt that it was stiffer than usual. However; there were no issues observed with the device during the insertion process to implant the iol. Account provided that the surgeon has a lot of experience using johnson & johnson products. There was no patient injury reported. The product remains implanted. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. An attempt was made to obtain the missing information. However; to date, definite response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no complaint product was returned for evaluation. Customer provided movie was evaluated by johnson & johnson subject matter expert (sme), who determined that "a 9 minutes 12 seconds video showing the phacoemulsification procedure and intraocular lens implantation of an iol claimed to be a tecnis enhance toric ii with optiblue with simplicity model diw. It can be observed at minute 7 with 50 seconds a mark in the lens optic mid periphery at 9:00 which measures approximately 0.5 to 0.7 mm". The root cause as well as the potential clinical impact of the observed mark cannot be determined from a video assessment. As a result of the investigation there is no indication of a product quality deficiency. Based on that there is no indication of a product deficiency or product malfunction.